Manufacturer narrative:
(B)(4). Investigation results: the returned accumax 550 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 272.7 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured approximately 3 mm and appeared degraded. Examination under magnification confirmed that the pattern on the tip is consistent with normal degradation. The light from the sma connector was distorted, indicating a fracture within the fiber connector. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that there was no light from the sma connector, indicating a fracture within the fiber connector, likely leading to the reported complaint that the fiber stopped working. The exposed glass tip appeared to have normal degradation. Fibers are consumable and intended to degrade with use. It is likely that procedural handling of the device during set-up or use contributed to the fracture within the fiber connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that an accumax 550 laser fiber was used in a laser nephrolithotomy procedure in the ureter performed on (B)(6) 2020. The laser unit used was a sphinx jr laser console. During the procedure, a new laser fiber was passed and calculation fragmentation began. After a few minutes, the fiber stopped working. The procedure was completed with another accumax 550 laser fiber. There were no patient complications reported as a result of this event. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.